Event description:
In 2006: a covered wall stent was placed in the middle common bile duct. A 8mm/4mm zilver stent above the wall stent in the upper common bile duct and a 8mm/6cm zilver stent between the right and left bile ducts in the porta hepatis. Eight months after stent placement, obstruction of the common bile duct in the area distal to the wall stent was observed, which caused dilation of the common bile duct, fever and increase of biliary enzymes. During ptcd procedure, lithogenesis and sluge around the freed uppermost stent were noted. The stent was fragmented by laser radiation, and retrieved for the most part. Sixteen months after stent placement, the patient was re-hospitalized due to recurrence of obstructive jaundice caused by residual fragments of the stent. The residual fragments were broken into pieces and totally retrieved from the patient.

Manufacturer narrative:
Evaluation: no product or lot number information was provided. However, based on the information provided, this incident appears to be the result of user error as the device would not have fragmented without intervention of the performing physician. We can advise that fragmenting the stent for removal is not recommended.